Event description:
Device 2 of 3. Reference MFR report#: 1627487-2014-25356 and 1627487-2014-25358. It was reported the pt's scs system was explanted due to lead migration that was caused by ta motor vehicle accident. It is unk when the accident occurred. Additionally, the physician wants to perform an MRI to further evaluate the pt. All possible leads are being reported since it is unk which leads the pt has implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.